Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic ise results. The service documentation revealed a blockage in ise waste well tubing t-connector. The fse cleaned the ise and removed the blockage in waste well tubing t-connector which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified la blockage in the waste well t-connector which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
It was reported by the customer that the device provided erratic ion-selective electrode (ise) results after service. Additionally the customer reports issues with calibration stability. There was no report of death or serious injury.